Manufacturer narrative:
It was reported that the customer stated that the issue appears to only occur with this specific scope with the specific clv-190, and the scope was moved to other light sources and the issue did not follow the scope. The customer used other scopes in this light source and the reported issue did not occur. The customer reported that the reported issue had occurred in the past and the scope was sent in for repair; however, the scope and light source will not be sent for evaluation or repair this time. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source exhibited e315 scope error when connected to the scope. The event occurred during preparation for use, prior to an unknown procedure. It was reported that the procedure was completed using similar device. There was no report of patient involvement or user injury associated with this event. This complaint is related to patient identifier (B)(6).